Manufacturer narrative:
This is the same patient as the patient associated with reports 0002184052-2016-00036 thru 0002184052-2016-00039 and 0002184052-2016-00088 thru 0002184052-2016-00091.

Manufacturer narrative:
The returned closure top was evaluated. There were no signs of damage or deformation on this closure top; the complaint cannot be confirmed for this device as there were no failures detected. A review of the manufacturing issues did not identify any issues which would have contributed to this event.

Event description:
It was reported that two closure tops loosened post-operatively because the threads were damaged, allowing movement of the construct. A revision surgery was performed to address the loosening. This is report two of two for this event.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown at this time. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported that two closure tops loosened post-operatively, allowing movement of the construct. A revision surgery was performed to address the loosening. Additional information has been requested but has not been made available. This is report two of two for this event.